Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 34mm annuloplasty ring in the mitral position, the ring was explanted and replaced with a 31mm bioprosthetic valve due to severe residual regurgitation. No additional adverse patient effects were reported.